Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned device noted that there were no abnormalities that would have caused or contributed to the reported condition. Functionally, the reload was recognized by the device and cycled without hesitation or binding when applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the duodenum during a laparoscopic assisted digital gastrectomy, it was stated that the surgeon was not able to press the green button nor squeeze the handle. When the nurse assembled the device, the handle did not recognize the reload and stapler did not fire. A new reload was used to complete the case. There was no patient injury.